Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device rebooted itself multiple times during a call. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device rebooted itself multiple times during a call. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6 result code grid of the initial medwatch report indicated: no device problem found section h6 result code grid of the initial medwatch report should indicate: operational problem identified